Manufacturer narrative:
The reported issues of an inaccurate infusion volume and failed to calibrate was not confirmed. Physical inspection of the device noted no issues or any anomalies. Alaris pump module event log recorded an infusion was started on (B)(6) 2016 beginning at 11:24am. The rate was set at 50ml/h with the vtbi at 50ml. The pump module was turned off on (B)(6) 2016 at 12:00pm. The device had no existing malfunctions and was found to be infusing within specification and could be successfully calibrated for rate accuracy. The root cause for the customer¿s reported experiences could not be identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an inaccurate infusion volume and failed to calibrate during preventive maintenance. The device was on a patient at the time of the event however there was no report of patient harm. The facility biomed "checked the infusion rate which came through as 10.56 which led me to the calibration procedure. This was attempted about three times, all of which failed due to it being too far out of range".